Event description:
Pt had the essure procedure (B)(6) 2009. She presented to the ER on (B)(6) 2009, with right lower quadrant pain in the pelvic area. An hsg reflected satisfactory location however an ultra sound showed a device to be in the endometrium. On (B)(6) 2012, she presented with complaint of excessive bleeding and stated she has had daily spotting for the past three years. On (B)(6) 2012, the physician performed a bilateral tubal ring application with fallope rings and left the left coil in place. The physician removed the right essure device which was protruding into the endometrium. She believes this is the reason for the constant irritation to the endometrium which was causing the spotting. Pt's bleeding was resolved since surgery.

Manufacturer narrative:
(B)(4).